Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/perforation (fallopian tubes)"), pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she was not undergo for essure confirmation test". The patient's past medical history included back pain, headache, uterine bleeding and ectopic pregnancy. Concurrent conditions included obesity, blood pressure high, fibromyalgia, cervical disc herniation, menses irregular, inguinal pain, post coital bleeding, bacterial vaginosis, uterine bleeding, vomited and pelvic hematoma. Concomitant products included celecoxib (celebrex), cyclobenzaprine hydrochloride (flexeril), hydrocodone, lisinopril and tizanidine. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and back injury ("back, neck, shoulder injury"). In (B)(6) 2016, the patient experienced weight increased ("weight gain/weight gain/loss specify:"). On (B)(6) 2016, 3 years 9 months after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pelvic haematoma ("post pelvic hematoma"), coital bleeding ("post coital bleeding") and dizziness ("lightheadednes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), menstruation irregular ("irregular periods/periods irregular"), abdominal pain ("abdominal pain"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding(vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue/fatigue"), neck injury ("back, neck, shoulder injury") and limb injury ("back, neck, shoulder injury"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy).essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic haematoma, rash, migraine, menstruation irregular, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, coital bleeding, dizziness, back injury, neck injury and limb injury outcome was unknown, the genital haemorrhage, nausea, dyspareunia, vaginal discharge and fatigue had resolved, the headache had not resolved and the weight increased was resolving. The reporter considered abdominal pain, anxiety, back injury, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, limb injury, menorrhagia, menstruation irregular, migraine, nausea, neck injury, pelvic haematoma, pelvic pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils noted on right and 3 trailing coils noted on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events : menorrhagia, pelvic pain, dyspareunia, fatigue, uterine hemorrhage, menstruation irregular. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. New events : back, neck, shoulder injury added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she was not undergo for essure confirmation test". The patient's past medical history included back pain, headache, uterine bleeding and ectopic pregnancy. Concurrent conditions included obesity, blood pressure high, fibromyalgia, cervical disc herniation, menses irregular, inguinal pain, post coital bleeding, bacterial vaginosis, uterine bleeding, vomited and pelvic hematoma. Concomitant products included celecoxib (celebrex), cyclobenzaprine hydrochloride (flexeril), hydrocodone, lisinopril and tizanidine. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, 3 years 9 months after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pelvic haematoma ("post pelvic hematoma"), coital bleeding ("post coital bleeding") and dizziness ("lightheadedness"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), menstruation irregular ("irregular periods"), abdominal pain ("abdominal pain"), anxiety ("anxiety") and fatigue ("fatigue"). The patient was treated with hysterectomy with unilateral salpingectomy and essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic haematoma, rash, migraine, menstruation irregular, abdominal pain, anxiety, coital bleeding and dizziness outcome was unknown, the genital haemorrhage, nausea, dyspareunia, vaginal discharge and fatigue had resolved, the headache had not resolved and the weight increased was resolving. The reporter considered abdominal pain, anxiety, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic haematoma, pelvic pain, rash, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 3 trailing coils noted on right and 3 trailing coils noted on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events : menorrhagia,pelvic pain,dyspareunia,fatigue". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication were added. Events device monitoring procedure not performed, dizziness, coital bleeding, weight increased, fatigue, vaginal discharge, dyspareunia, dysmenorrhoea, nausea, female sexual dysfunction, menorrhagia, vaginal haemorrhage, fallopian tube perforation and uterine haemorrhage were added. Follow-up 1 and 2 processed together. On (B)(6) 2018: medical record- all relevant medical history condition, concurrent condition, concomitant medication were added. Follow-up 1 and 2 processed together. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), migraine ("migraines"), menstruation irregular ("irregular periods"), headache ("headaches"), abdominal pain ("abdominal pain") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, migraine, menstruation irregular, headache, abdominal pain and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, headache, menstruation irregular, migraine, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.